Event description:
It was reported to nova biomedical, that a consumer received a result of 24 mg/dl on their blood glucose meter. The consumer immediately performed another two tests using the same meter, but a different vial of nova test strips getting results of 67 mg/dl and 98 mg/dl. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.